Manufacturer narrative:
When the technician at the account investigated the product, he noted the emergency stop was not functioning properly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the electronic card to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the emergency stop was not functioning. The lift was located at the account. There was no patient/user injury reported. (B)(4).